Manufacturer narrative:
(B) (4)

Event description:
About one week post-op, the patient experienced swelling at the pocket site. The patient's rehab doctor did blood work; cultures; started him on an antibiotic (vancomycin); and referred him to his neurosurgeon. On (B) (6) 2010, the patient underwent exploratory surgery. The pump pocket and back incision were irrigated with an antibiotic solution and swab cultures were done. The physician checked to see if there were any csf leaks or catheter issues and there weren't any. The surgeon removed the anchor to check the catheter underneath the anchor and again no issues were noted; a purse string suture was done around the catheter entry point. They followed the patient after the exploratory surgery and the infection didn't clear; it came back as (B) (6). The physician weaned the dose down because they didn't want to refill the pump with an infection; they started the patient on oral drugs. On (B) (6) 2010, the pump was alarming. Telemetry confirmed a critical alarm was occurring. The alarm was due to zero ml reservoir volume being reached. The pump was being explanted due to infection, so they were not planning to refill it. The pump was explanted and the patient was doing fine as of (B) (6) 2010. The device system was used to deliver lioresal (500 mcg/ml); the dose at the time of explant was 200.71 mcg/day.